Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The balloon protector cap was returned over the balloon. The balloon protector cap was able to be removed without issue. No damage was noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken at 365 mm from the hub. In addition, the hypotube was kinked along its entire length. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 10/2.50 flextome¿ cutting balloon¿ monorail was selected to treat a severely calcified coronary artery. When the physician flushed the device with a heparinized saline, the delivery shaft was found to be kinked. An unspecified guide wire was attempted to cross into the wire lumen of the balloon shaft, however, the balloon shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. A 10/2.50 flextome cutting balloon monorail was selected to treat a severely calcified coronary artery. When the physician flushed the device with a heparinized saline, the delivery shaft was found to be kinked. An unspecified guide wire was attempted to cross into the wire lumen of the balloon shaft, however, the balloon shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.